Manufacturer narrative:
A device history record was not performed because the provided lot # was invalid. No sample or picture was provided for evaluation. The product sample was requested on 6/13/16 and on 9/15/16 the customer responded stating that the sample is not available for return. Possible root cause: stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue with samples that have been received from previous investigations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states the white plastic fitting at the end of the tube pops out when he is feeding. No patient harm.